Manufacturer narrative:
The insulin pump passed the rewind, displacement test, prime test, and excessive no delivery alarm test. No excessive no delivery alarm was noted. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he received excessive no delivery alarms. The insulin pump would work for an hour and then stop during the basal rate. The no delivery alarms were resolved, for a few hours at most, with an infusion set change. The customer was off the insulin pump because of the excessive no delivery alarms he received. The customer was advised that the device would be replaced and agreed to return the product for analysis.